Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a partial electrical reset during a manual interrogation resulting in the loss of stored diagnostic information and episodes. There was an error message advising to clear the reset and re-interrogate. During the second interrogation, the device longevity estimator was showing an ¿initializing¿ status with a gray battery status bar. It was noted that the device programmed parameters, and all functions including detection and therapies were maintained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.